Manufacturer narrative:
The returned device was visually inspected and functionally tested. Visual inspection showed the device was intact with no apparent issues. The reported insertion issue (of the cryoablation catheter in sheath) has not been confirmed through testing; insertion and retraction tests were performed with no issues. The reported leak issue from the hemostatic valve of the sheath has been confirmed through testing; leak through the hemostatic valve was reproduced when a catheter was introduced into the sheath. Dissection showed the hemostatic valve was leaking; valve was torn. An internal CAPA has been initiated to investigate the condition found. This report will be recorded and trended.

Manufacturer narrative:
The device has not yet been returned for evaluation. Results of evaluation of returned device will be submitted in a supplemental r eport.

Event description:
Information received by medtronic indicated that the user was having difficulties inserting the cryoablation catheter inside the sheath. After removing the cryoablation catheter, a leak was observed from the hemostatic valve of the sheath. The sheath was replaced and the issue was resolved; the cryoablation procedure was completed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.